Event description:
It was reported a pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. During the transseptal crossing, a pericardial effusion occurred. The patient was asymptomatic. The procedure continued. A watchman access system was positioned in the laa and two 24mm watchman laa closure devices were attempted. The procedure was ultimately aborted due to the patient's anatomy. The patient never experienced symptoms related to the effusion and no intervention was performed. The patient was noted to be stable and doing well through the following morning.